Manufacturer narrative:
Good faith effort (gfe) attempts were made to obtain additional details about the event, the outcome of any device evaluations, and potential causes of the alleged alarm failure. A gfe response indicated the device is inconclusive of functionality and additional details could not be provided. It is not known what specific alarm failed or if the device displayed an inop at the time of the event. No device event logs, or configuration was available for review. Due to insufficient information, the reported problem could not be confirmed. Operation of the device is unknown as the customer has denied the quote for repair. Due to insufficient information philips was unable to conduct functional analysis of the device the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer declined the quote for repair services and did not respond to any inquiries.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that sometimes alarms aren't activated, the customer also reports intermittent loss of data under general/alm reviews over last 4-5 days, not communicating with monitors. Monitor is losing data frequently. The device was in use on a patient. There was no report of patient or user harm.